Event description:
Customer reports a 2ml/hr infusor containing 230mg of morphine and d5w to an unspecified volume overinfused over 12 hours instead of an anticipated 24 hours. Customer reports no pt injury or death resulting from report.